Event description:
The doctor reported separating a file in a patient's tooth. The patient was referred to an endodontist for further treatment. At the time of this report there was no report of injury to the patient.